Manufacturer narrative:
(B)(4).

Event description:
Additional information received on (B)(6) 2013 stated that post procedure the patient experienced vaginal erosion, recurrent urinary/bladder infections, mesh erosion, bladder perforations, incontinence, and abdominal/pelvic pain.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, no patient complications were reported. The patient is fine. All other information is unknown and unavailable.